Event description:
The complainant reported that the clinicians were performing a therapeutic implant of a vaxcel implantable port in a patient (age and gender unknown). During the procedure, the physician peeled back the sheath along the perforation for about 5mm, at which time, the peel-away sheath broke off at the wing. The sheath did not break into fragments and the doctor was able to successfully employ hemostats to peel away the sheath. There was no adverse effects on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.